Manufacturer narrative:
The insulin pump had normal operating currents and was monitored with no unexpected battery alarms. The insulin pump was received with a cracked reservoir tube lip, broken battery tube threads, cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call failed battery test. Customer's blood glucose level was 162 mg/dl. Troubleshooting for the failed battery test was performed. Customer advised they replaced the battery on the insulin pump three times and the device still does not work properly. Customer advised the display screen is blank with a dot and the battery shows zero. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.